Event description:
It was reported a patient injury occurred related to a user turning off alarms. The monitors at this customer site have the additional confirmation option enabled.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Good faith efforts were performed; however no additional information was provided concerning this event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.